Event description:
It was reported to philips that the user accidentally broke a pin from the trunk cable and it is stuck in the ECG connector. There was no reported patient or user involvement and no adverse patient/user impact.